Event description:
Event: type I superior endoleak treated with a competitor cuff. Case details: patient was implanted in 2002. The final angiogram demonstrated a small type I endoleak. This was resolved on the following day with the placement of a competitor cuff.